Event description:
It was reported that the patient had their implantable neurostimulator (ins) after 2 years of use. It was noted that they used it "full bore" all of the time. She subsequently had the ins replaced. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v023883, implanted: 2007 (B)(6), explanted: na, product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient (B)(4).